Manufacturer narrative:
Concomitant product(s): a 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant of the implantable pulse generator (ipg) system an infection occurred. The device system was explanted. A replacement system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.